Event description:
The pt was complaining of discomfort, after analyses, it was found that the poly insert was too thick. The surgeon did a poly exchange for a thinner poly liner to increase the pt's range of motion and mobility.

Manufacturer narrative:
Document review: gmk primary uc fixed tibial insert size 1-14 mm: (B)(4)/ lot 091279 (B)(4). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. A 12 mm site 1 liner has been implanted. From the data collected, there are no evidences that the event is device related.